Event description:
It was reported that during insertion of the iab, resistance was met when passing the balloon through the sheath. The iab and sheath were removed and the iab was inserted successfully without use of the sheath. There were no patient complications.